Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that the site noticed two bent thoracic probes when sterilizing them. No patient was present. On 2020-feb-28 the manufacturer representative had contacted and also went to the account and put the new thoracic probes into the sets (2). She had spoken to multiple people from the site and it seems the site does not know where the 2 bent probes were place. Initial reporter provided.